Manufacturer narrative:
We were unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. A review of the event trace revealed multiple ¿o2 low1¿ alarm conditions due to the supplied o2 source being less than the required 35 psi. The event trace did not reveal any condition that would indicate that the ventilator alarmed for ¿high o2¿. All other event trace entries are consistent with normal ventilator operation.

Event description:
It was reported that when the ltv ventilator was turned on, it started alarming disconnect and was placed on the patient. As soon as the ltv ventilator was placed on the patient, the ltv had a high o2 pressure alarm. The patient was very ill and went into cardiac arrest at the precise moment the ltv was connected to the airway (ett). The ventilator was immediately removed and the patient was placed on the anesthesia ventilator. The patient passed away due to underlying medical conditions.